Event description:
Customer reported via phone call to have received incorrect supplies. Customer's blood glucose was 171 mg/dl. Customer reports that once realizing meter was not able to send to pump, a blank display was noted. Customer was able to resolve blank display and time and date needed to be reset. Customer was advised to monitor pump. Customer was also advised that battery cap and correct supplies would be sent out.

Manufacturer narrative:
Analysis was not required as reservoir were returned due to wrong size.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.